Event description:
An endeavor rx drug eluting stent was implanted in the distal cx during the index procedure. A low grade coronary artery dissection was reported to have occurred. Another endeavor rx drug eluting stent was used to cover the dissection. The investigator reports that the event was definitely related to the study device/ procedure but was not related to the study drug. Pt is reported to have recovered with treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): (dissection).